Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref 44500301) lot 1209771 was performed by the review of the manufacturing records, the review of customer¿s data and verification of complaints history. Review of the manufacturing records of bd sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported discrepant n1 positive results on non-symptomatic pre-op patient samples. Customer provided two run files for investigation (run 1749 and 1752). Customer workflow was reviewed by the molecular application specialist and no issue was found. According to the complaint text, there was no evidence of environmental contamination nor of any instrument issue per bd instrument quality engineer analysis. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. One n1 positive sample (position a4) was found in run 1749, this sample was retested in run 1752 (position a1). Manual pcr curve adjudication was performed on this sample, and it revealed late and low, but true amplifications for n1 targets, without anomaly, indicative of true positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the data and information provided, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s positive results. Nonetheless, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents lot 1209771. The root cause was not identified. However, positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that while testing for sars-cov-2 on pre-op patient with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained. Sample was re-tested on bd max as well as the cepheid genexpert and the results were negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that false positive.

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 on pre-op patient with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained. Sample was re-tested on bd max as well as the cepheid genexpert and the results were negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that false positive.